Event description:
The user facility reported a third-party hydrogen peroxide sensor alarmed following a completed v-pro max sterilization cycle. No procedural delays or cancellations were reported. There has not been a confirmation whether an injury had occurred.

Manufacturer narrative:
The user facility reported that the event occurred upon opening their sterilizer's door after a successfully completed a cycle. The third-party sensor alarmed a reading of 8.9 ppm, which indicated a high level of h2o2 in the room. The operator closed the door and the user facility staff evacuated the room. The user facility reported after 30 minutes, the operator re-opened their sterilizer's door. The third-party sensor alarmed once again reading 5.2 ppm. A steris field service technician was called after the second alarm. The technician arrived onsite, inspected the unit, and observed the third-party hydrogen peroxide sensor had been mounted on top of one of two the v-pro max units. The technician ran a test cycle with the reported unit. After the test cycle had completed, the door was opened and the hydrogen peroxide sensor alarmed reading 8.3 ppm. The technician inspected the unit and confirmed it to be operating according to specification. The technician ran a leak test and the unit passed. The door was opened following the leak test and the third-party hydrogen peroxide sensor alarmed reading 5.9 ppm. A leak would allow air into the chamber, not hydrogen peroxide outside of the chamber. The third-party hydrogen peroxide sensor is designed to survey the h2o2 concentration of an entire room. The technician asked the bio-med staff to consider relocation of the third-party peroxide sensor. The third-party peroxide sensor was situated in close proximity of an air flow cyclone path when the v-pro max's door was opened. The third-party hydrogen peroxide sensor was relocated to a more open and centralized area. The technician informed the user facility to follow-up with the third-party manufacturer's guidelines regarding placement of sensor, distance from machinery, and proper air flow exchanges. The technician ran a third test cycle after the sensor had been relocated. The sensor did not alarm. No further issues have been reported. Unrelated to the reported event upon unit inspection, the technician found slightly low levels of oil in the vacuum pumps of the two v-pro max units. An oil change was performed for the two units with a full preventive maintenance pack that included air filters, three solenoid filters, and intake filters.